Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the first layer of the patient's skin at the incision site had slightest opening. Symptoms were redness and swelling at the incision site. It was also reported that the patient had an allergic reaction. The allergist stated that all the items rarely cause a reaction. The patient underwent a revision procedure.

Manufacturer narrative:
Additional information was received that the allergic reaction was at the pocket site and that the patient may have scratched the area. It was also noted that the leads had initially migrated. The patient underwent a revision procedure wherein the leads and clik anchor was replaced. The patient was doing well postoperatively. No device malfunction was suspected. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the leads and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the first layer of the patient's skin at the incision site had slightest opening. Symptoms were redness and swelling at the incision site. It was also reported that the patient had an allergic reaction. The allergist stated that all the items rarely cause a reaction. The patient underwent a revision procedure.